Event description:
It was reported that lead was fractured in superior vena cava (svc). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; distal segment was returned and analyzed. Defib conductor found distorted. Blood/body fluid present in/on the distal conductor and the helix mechanism. Outer tubing overlay found melted. Corrected adverse event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.